Event description:
It was reported that undersensing of r-waves was observed. Device reprogramming resolved the issue and normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.